Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented the emergency room after a syncopal episode. Interrogation revealed that the right ventricular lead exhibited loss of capture and loss of sensing. X-ray revealed that the lead had dislodged. The lead capped and replaced on (B)(6) 2021. The patient was stable.